Event description:
It was reported that an ilet user with a g7 cgm experienced fluctuating glucose, including a low of 53 mg/dl and rebound highs up to 276 mg/dl after treating lows with unmeasured food and approximately 35¿45 grams of fast-acting carbohydrate, consistent with an incorrect treatment procedure and overtreatment of hypoglycemia; treatment involved oral glucose sources. Symptoms included hypoglycemia with fatigue and headache, as well as hyperglycemia following treatment. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia, with the device component not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.